Event description:
During laparoscopic procedure, attending surgeon noticed one of tips of the harmonic ace handpiece broke off inside the patient's body while using it. The harmonic tip was found and taken out of the body by attending surgeon. The harmonic handpiece was replaced.